Event description:
Info received indicates the pt received an "an in line" alarm. Facility part number f1900-c2.

Manufacturer narrative:
Investigation is currently ongoing. When investigation is complete, a f/u with the results will be submitted. This lot number is not included in the recall for curlin administrative sets.